Event description:
Information was received from healthcare providers (hcps) and a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the patient came into the ER (emergency room) on (B)(6) 2022 complaining of knee pain and was also acting ¿a little high¿. The patient was given narcan but her symptoms hadn¿t changed so they wanted to temporarily turn the pump off so they could assess what might be going on. Additional information was received on 04-aug-2022 from another hcp via a company representative who reported that per the hcp, the patient was in the ER and was unresponsive and they were not sure whether it was related to the pump, but the ER physician wanted the pump stopped for now versus programming it to minimum rate. The patient¿s husband had said that the pump was refilled earlier today, and the patient had also apparently taken oral medications today as well. On (B)(6) 2022, another hcp reported that the patient came into the ER again on (B)(6) 2022 with overdose symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.